Event description:
The core impaction drill was sent in for eval due to overheating a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Wide spread corrosion within the internal components of the device was identified as the probable cause of the overheating reported.